Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery multiple times. The customer's blood glucose level was 248 mg/dl at the time of the call. The customer stated that insulin did exist in the tubing, but the customer did not finish troubleshooting the issue. The customer was advised to change the fill cannula back to 0.5. The customer then hung up the phone. The customer did not return the product back for analysis.